Event description:
It was reported that during preparation for an unspecified procedure, the tip of the balloon of the liberte' monorail stent delivery system detached. The stent was prepped in the usual manner. The physician attempted to remove the wire out of the end of the catheter and it would not come out of the tip. The protective cover of the liberte' monorail stent delivery system was sticky and upon removing the cover and stylet, the tip of the balloon came off the catheter. The event occurred outside of the patient and the device was not used. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported.

Manufacturer narrative:
The device has been returned but the investigation is currently in progress. A supplemental medwatch will be submitted upon completion of the investigation.